Manufacturer narrative:
Additional information: d10, e1, g4, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Both the formed curve and sideport orientation of the sheath were consistent with specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a left bypass ablation procedure, the bend in the introducer was not as expected. The introducer was replaced to complete the procedure, but a second access site was required. The patient remained in stable condition.